Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on 11/01/2014 due to diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization over 300mg/dl. The customer was not wearing the insulin pump for 30 minutes prior to the time of hospitalization. Troubleshooting occured. No additional information was provided.